Event description:
It was reported that (1) er320 was used during a unknown procedure. It was reported by the rep that the er320 was not loading after each firing. After placing a clip, device failed to reload. Opened another device to complete the case. There was extended or time by three minutes.